Manufacturer narrative:
Karl storz response: the cleaning instructions identified in the flexible intubation video endoscope 11302bdx instruction manual are correctly supported by cleaning validation which covers the point-of-use pre-cleaning. Ansi/aami st91:2015 "flexible and semi-rigid endoscope processing in health care facilities" was approved by aami and ansi on 30-march-2015 and 08-april-2015, respectively. Point-of-use pre-cleaning instructions will be updated in our next revisions of the instruction manuals following aami st91:2015.

Event description:
This report is our response to an MDR (mw5056160, dated 10/5/2015) filed by an unknown individual/facility that was sent to us by the FDA and does not suggest a reportable medical event. MDR mw5056160 stated: "the karl storz flexible intubation video endoscope(part #11302bdx) has a channel that requires cleaning. According to aami st91 pre-cleaning should begin at the point of use. The IFU for the karl storz product 11302bdx does not include point of use cleaning for the channel, it only discusses cleaning the exterior of the scope. Not having the pre-cleaning step of flushing fluids through the channel can result in the formation of bio-film." Karl storz response: the cleaning instructions identified in the flexible intubation video endoscope 11302bdx instruction manual are correctly supported by cleaning validation which covers the point-of-use pre-cleaning. Ansi/aami st91:2015 "flexible and semi-rigid endoscope processing in health care facilities" was approved by aami and ansi on 30-march-2015 and 08-april-2015, respectively. Point-of-use pre-cleaning instructions will be updated in our next revisions of the instruction manuals following aami st91:2015. We have used part number 11302bdx because the IFU referenced supports this product. There was no medical event involving this product.